Event description:
The customer called to report a constant tone and a frozen screen. Troubleshooting was performed, and the same issues continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone, due to corrosion on the electronics.